Manufacturer narrative:
(B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). On the (B)(6) 2020 (date of incident) the perfusor space was in a continuous infusion therapy. Start of the therapy was on the (B)(6) 2020. At 02:35pm a syringe change were performed on the pump. The syringe b.braun ops 50ml was selected. Approximately 45.57ml were in the syringe. (Could be detected due the motor steps, which was registered in the device history). The therapy was started again at 02:36pm with a flow rate of 4ml/h. The flow rate was set to 3.5ml/h at 03:00pm. At 03:16pm the malfunction "plunger malfunction" (message on display for use: "plunger plate not prop. Fixed") occurred. At 03:17pm a syringe change was performed after the malfunction and the syringe was selected again. After the drive head reached the plunger of the syringe, approximately 34.60ml were in the syringe. The malfunction "plunger malfunction" occurred again after the claws fixed the plunger. At 03:21pm a syringe change was performed again. In the syringe were 0.30ml after the drive head reached the plunger. The infusion therapy was not started again. At 03:34pm the pump was turned off. Furthermore the malfunction "plunger malfunction" occurred once at infusion therapies on the (B)(6) 2019, (B)(6) 2020 and (B)(6) 2020. During the visual investigation it could be detected signs of wear and tear. The housing fees of the device were missing. The covercaps were on the screw pillars and the technician seal were on the lower housing part was undamaged. It could be detected a damage of the lower housing caused of wrong fixation of the right hinge plate. It was possible to bring the pump in operation. Furthermore a long term test was performed. During the long term test no malfunction or problems could be detected. A strain gauge pressure measurement and the motor power limitation were checked (according to tsc of service manual perfusor space 6.0). All values were within specifications. For an inside investigation the device was disassembled. It was possible to found a damage of the ribbon cable of the operating unit. It was damaged by a sharp tool. The complaint could not be confirmed. The device works according the specification. The technical malfunction "plunger malfunction" was caused by a negative pressure from. The negative pressure was caused by the dialyses machine in the infusion system. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility by bbm sales organization in (B)(6): "over infusion". Customer information: after a syringe change a new syringe (complete filled with 50 ml of drug heparin) was inserted. The infusion therapy has been performed with a flow rate of 4 ml/h. After 15 minutes the flow rate was changed to 3.5 ml/h. The infusion pump alarmed after 45 minutes due to an empty syringe. The infusion therapy was performed with a connected running dialyses machine at the patient.